Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2019. The patient stated that she felt worse now than before her procedure because she felt like she had to void all the time, but nothing would come out. The patient was recommended to contact her clinician. No further complications were reported or are anticipated.